Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. After the alarm, the customer would changed the cartridge, infusion tubing and site. As the occlusions had occurred in the past and the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.